Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 11mm distal to the distal edge of the proximal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in a previously placed non-bsc stent, in the mildly calcified and moderately tortuous right subclavian vein. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured. The physician suspected that the balloon ruptured because of interaction with the edge of the previously placed non-bsc stent. The procedure was completed with another 7.40x5.3x75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% in-stent restenosed target lesion was located in a previously placed non-bsc stent, in the mildly calcified and moderately tortuous right subclavian vein. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured. The physician suspected that the balloon ruptured because of interaction with the edge of the previously placed non-bsc stent. The procedure was completed with another 7.40x5.3x75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.